Event description:
A customer was trying to remove a bact/alert glass bottle from the bact/alert 3d instrument when the bottle broke and cut the finger of the customer. The bleeding was stopped. No other treatment was given.